Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An adverse event was also reported, but was not selected in initial report.

Event description:
An unknown caller reported that the patient's speech is a little broken as of about a month prior to date notified. Follow up with the healthcare provider (hcp) is to be conducted on jan-30 at their next appointment. The patient's indication for implant is parkinson's dual and movement disorders. Additional information was received from the patient. It was reported that the patient was having a terrible time, wasn't able to function and was going through freezing spells when they contacted the manufacturer the first time. The patient had CT scans just prior to these symptoms beginning. The patient went into meet with an hcp and had the ins reset and some medications changed. They stated that they are doing well now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the patient had an appointment with their hcp on (B)(6) 2017 regarding the speech issue. Re-programming was done which resulted in the patient's speech being better.